Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that, following the removal of the device and an attempt to clean it after use in an unknown procedure, that the lower branch of the thunderbeat device fell off. There were no reports of patient harm.

Manufacturer narrative:
E1 initial reporter establishment name full: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, following the removal of the device and an attempt to clean it after use in an unknown procedure, that the lower branch of the thunderbeat device fell off. There were no reports of patient harm.